Manufacturer narrative:
The investigation is currently ongoing. (B)(6).

Event description:
Patient received a blood transfusion based upon hematocrit and hemoglobin (hct & hb) results obtained from the prime ccs analyzer. See supplemental report.

Manufacturer narrative:
Additional information provided by the facility indicates the 'transfusion cut off is 21% for hematocrit level. The hematology analyzer value result from (B)(6) 2017 6:43pm was 24%. The patient would not have been given the transfusion based on the facility reference analyzer result. Investigation is currently in progress. Additional supplemental report will be submitted upon completion.